Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter with stylet. The balloon latex appeared deteriorated with multiple cracks and tears evident. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body or stylet. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of issues with the balloon was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an edwards lifesciences team performed a hospital site visit in response to their reports of having issues with the balloons on the fogarty 5fr catheters. During their time with the hospital staff, they visited several areas of the hospital to observe how the catheters are stored in the vascupouch packaging. This report is for a model 120804fp catheter from lot 63856329, which was kept stored on a mobile cart that is housed in the or with exposure to high intensity lasers and potential exposure to fluoroscopy approximately 2-3 times per month. On inspection by the team, the balloon appeared to have latex deterioration and would not inflate.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.